Manufacturer narrative:
Analysis of the microdebrider 1899200 m5 rohs (serial #: (B)(4) determined that no fault was found with the device. The device passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece shakes and vibrates. No patient impact.